Manufacturer narrative:
Patient reported a decrease in vision in the right eye. Doctor suspects premature photopolymerization of the lens. The lens was removed on (B)(6) 2021. Device history record for the lens was reviewed. No issues were noted. The explanted lens is in process of being returned for evaluation.

Event description:
Patient reported a decrease in vision in the right eye. Doctor suspects premature photopolymerization of the lens. The lens was removed on (B)(6) 2021.

Manufacturer narrative:
Patient reported a decrease in vision in the right eye. Doctor suspects premature photopolymerization of the lens. The lens was removed on (B)(6) 2021. The explanted lens was returned for evaluation. The lens was cut into multiple small fragments due to being explanted. Inspection and optical testing could not verify the presence of a zone due to the extensive damage to the lens.

Event description:
Patient reported a decrease in vision in the right eye. Doctor suspects premature photopolymerization of the lens. The lens was removed on (B)(6) 2021.